Event description:
The facility representative reported a flo-gard infusion pump with occlusion. This condition was found upon power up in the intensive care unit. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. A device history review was performed with one exception during manufacturing found. The pump was changed and pump passed subsequent testing. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with occlusion was not confirmed or duplicated by baxter service personnel. The root cause of this condition was not determined and no repairs were made to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.